Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch/lot: 5129447.

Event description:
It was reported that the patient experienced loss of stimulation. X-ray was taken and revealed lead migration. The patient underwent an explant procedure and the explanted devices were disposed by facility.